Manufacturer narrative:
Initial reporter facility name: first affiliated hospital of henan university of science and technology. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp was found to be damaged which resulted in a leak during patient use. The transfer set has been in use for approximately one month at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which revealed a cracked mainbody. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues found. The reported problem of leak was not verified, but the reported problem of damaged was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.